Manufacturer narrative:
Dcs system reported: continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: d-evolutfx-2329, lot#: 0011636517, ubd: 13-feb-2025, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Updated data: h6. Additional codes: annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that during the implant, an access site hemorrhage occurred. Subsequently, a procedure for hemostasis was required. The patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the hemorrhage were unknown. No adverse patient effects were reported.

Event description:
Additional information was received that the right side was used as the access site for the delivery catheter system (dcs) and the minimum diameter of the access vessel was 7.9mm. During hemostasis, right side access site hemorrhage (ash) was noted. Per the physician, the cause of the ash was due to hemostasis device. According to the physician, there was a possibility that the dcs contributed to the ash. Angio-seal and balloon hemostasis were performed. It was noted that branches at the puncture site and a small amount of calcification of the patient¿s anatomy contributed to the ash. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b2 - outcome attributed to adverse event b5 - event description additional codes - imf health impact code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the valve may have contributed to the complete heart block. Following the valve procedure, the patient was transferred to a hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Fifth paragraph added b7. Relevant history updated h6. Patient and device codes added additional codes added h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, upon insertion of a non-medtronic guidewire, complete heart block (chb) was observed. The valve was implanted in the patient. Subsequently, it was noted that there was no intrinsic rhythm until the time of exit. No treatment was provided. No additional adverse patient effects were reported. Additional information was received that per the physician, the valve may have contributed to the complete heart block. Following the valve procedure, the patient was transferred to a hospital. No additional adverse patient effects were reported. Additional information was received that during the implant, an access site hemorrhage occurred. Subsequently, a procedure for hemostasis was required. The patient was reported to be recovering. Per the physician, the valve and the valve implant procedure contributing factors to the hemorrhage were unknown. No adverse patient effects were reported. Additional information was received that the right side was used as the access site for the delivery catheter system (dcs) and the minimum diameter of the access vessel was 7.9mm. During hemostasis, right side access site hemorrhage (ash) was noted. Per the physician, the cause of the ash was due to hemostasis device. According to the physician, there was a possibility that the dcs contributed to the ash. Angio-seal and balloon hemostasis were performed. It was noted that branches at the puncture site and a small amount of calcification of the patient¿s anatomy contributed to the ash. No adverse patient effects were reported. Additional information was received that during the valve implant procedure, the valve was recaptured into the dcs twice due to an u nspecified reason prior to successful implant. Following valve implant, moderate paravalvular leak (pvl) and a mean gradient of 14 mmhg were noted. At the 30 day follow up, the pvl was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the during the valve procedure, the valve was recaptured due to shallow implant depth. Following the valve implant, a post implant balloon dilatation was performed as treatment for the moderate paravalvular leak (pvl).

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Select patient information cannot be documented in the file due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, upon insertion of a non-medtronic gu idewire, complete heart block (chb) was observed. The valve was implanted in the patient. Subsequently, it was noted that there was no intrinsic rhythm until the time of exit. No treatment was provided. No additional adverse patient effects were reported.